Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00640, 3006705815-2023-00641, 1627487-2023-00478, 1627487-2023-00479. It was reported that patient had an infection at ipg and both lead sites. The patient experienced fever and pain. Laboratory tests/cultures were taken; however, the results are unknown. Antibiotics were prescribed and patient was hospitalized. Surgical intervention was undertaken wherein the patient underwent an emergency system explant.